Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they need help with their pump giving them insulin and cannot wait 3 hours. His blood glucose was 570 mg/dl. He said that he had already given himself 50 units of insulin and said that he was high because he ate a breakfast sandwich and did not give enough insulin. The customer declined troubleshooting. He said that he had a temp basal programmed and was trying to give himself more insulin. The pump will not be returned for analysis.